Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, during valve deployment, the balloon burst at the start of inflation. Angiography showed passage of contrast without the balloon expanding, and the valve completely crimped without being released. Troubleshooting was performed by using a loop on the balloon and another on the valve. The team was able to bring the valve through the ascending aorta and insert it into the esheath, then surgically remove the valve all together through surgical access at the level of the iliac artery. Due to the extraction maneuvers of the valve, one of the valve struts were folded. There was no vascular damage noted as the valve was inside esheath protecting the arterial vessel. It was decided to use a new valve. A new valve was implanted without incident. The patient remained hemodynamically stable throughout the procedure and did not present any complications. Per report, the patient was severely calcified in the native valve.

Manufacturer narrative:
Note: this MDR was originally submitted within the 30-day timeline, but due to a technical issue experienced during the submission process, acknowledgment 3 was not received. The MDR was confirmed to be transmitted properly, as we received acknowledgement 1 and 2, but this issue could not be resolved through the esg help desk, so this MDR has been resubmitted. Please reference esg and cesub support reference numbers: (B)(4). The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. Imagery was provided from site and following was observed: a bent strut was observed on the valve, the valve remained crimped on the inflation balloon, the delivery system was caught at the distal end of the delaminated sheath liner, the crimp balloon was torn at the I/c bond and the balloon wings were flared. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon torn and difficulty to withdraw system and valve through esheath were confirmed by provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Potential root causes for material separation between the inflation balloon and crimp balloon have been identified and documented in a product risk assessment (pra). As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of increased valve alignment forces could be residual fluid in the balloon, patient tortuosity, or performing valve alignment in a non-straight section. The complaint description states, 'at the time of implantation, the balloon breaks just at the start of inflation.' Additionally, 'the device does not show any damage at the time of its preparation and the balloon is prepared following the ifus without showing any leak or apparent damage. The cause of balloon rupture at the time of valve inflation is unknown.' Without the return of applicable imagery or patient information, there is insufficient information to determine a root cause. However, it is possible that any of listed sources of increased valve alignment forces above can subject the bond area between the inflation and crimp balloon to increased forces. It is possible that increased forces and tension could have then weakened the balloon, causing the crimp balloon to tear. While there is insufficient information to determine a root cause, the pra suggests that potential patient (tortuosity) and/or procedural factors (valve alignment in non-straight section, residual fluid) may have contributed to the complaint events. Per complaint details, 'several maneuvers are performed to try to remove the valve and it is removed by using a loop on the balloon and another on the valve. Finally, it is possible to bring the valve through the ascending aorta and insert it into the esheath introducer. It is removed all together through surgical access at the level of the iliac artery.' Additionally, 'due to the extraction maneuvers of the valve, one of the struts folds.' It is likely the torn balloon may have contributed to larger balloon profile, in addition to the bent strut, that may have resulting in an interaction between the delivery system or valve and sheath tip. Such interaction may have contributed to the withdrawal difficulties reported. Available information suggests that procedural factors (withdrawal of damaged valve, withdrawal of torn balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.